Manufacturer narrative:
(B)(4). This report is to document 2 of 3 sensors that were retained in the patient's arm. Similar adverse events are being reported under (B)(4).

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2019. Date of issue and sensor insertion is an approximation. The patient reported that over the past couple of months, three different sensor wires detached from the sensor pod and remained in the skin of his right arm. He was evaluated in the emergency department on (B)(6) 2019 where an x-ray was performed and confirmed three sensor wires under the skin. The patient has a surgical consult appointment on (B)(6) 2019. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. Product was returned for evaluation. An external visual inspection was performed and passed. The sensor wire was still attached to the housing puck. The allegation was not confirmed, and a probable cause could not be determined.